Manufacturer narrative:
A field service engineer has been on site and started the investigation. The air gas module was found defective and has been replaced. The replaced part has been requested but not yet received. A supplemental medwatch report will be sent when investigation is completed. (B)(4).

Event description:
It was reported that an alarm indicating low expiratory minute volume was generated during patient treatment. The ventilator was replaced. There was no harm to patient. (B)(4).